Event description:
The line was placed in 2008, during blood transfusion, the pt complained of pain. Swelling was noted in the bicep region. X-ray revealed the catheter had broken. 14 cm were removed via snare in 2009. The remaining 28 cm were removed without further complications. Pt is doing okay.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.